Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv lead triggered a lead integrity alert (lia), but the patient ignored the alert. The lead was fractured, had high impedance, and had oversensing. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.